Manufacturer narrative:
(B)(4). Report source: (B)(6). (B)(4). Both all poly patella parts were returned for evaluation. Both parts has the inner and outer cavity lids bonded together. The issue of bonded inner and outer lids is confirmed for both parts. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. This investigation concluded that there is no systemic issue with the subassembly process and sufficient controls are in place to ensure product meets specification therefore, man & method have been retained as probable root causes for this issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that while opening the package during a total knee procedure, the inner foil cover was peeled off along with the outer layer. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
Both all poly patella parts were returned for evaluation. Both parts has the inner and outer cavity lids bonded together. The issue of bonded inner and outer lids is confirmed for both parts. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. This investigation concluded that there is no systemic issue with the subassembly process and sufficient controls are in place to ensure product meets specification therefore, man & method have been retained as probable root causes for this issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.